Event description:
It was reported by service report that the bed has blinking lights on the footboard and the bed will not lower. No adverse consequences have been reported.

Manufacturer narrative:
Result: software configuration was not completed.